Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the safety valve test failed during the pre-use check (puc). Further received information revealed that the issue was solved by cleaning of the safety valve membrane. No parts were replaced. Identification of issue has been done by analyzing problem description and service report. The device¿s logs were not completed (lack of records from (B)(6) - date of event), therefore, the exact root cause of the failure cannot be established.

Event description:
Manufacturer's ref. #: (B)(4).